Event description:
Surgeon reported that during the patient's six week follow-up visit, it was identified in x-rays that the inferior left screw of the l4-l5 spherx ii construct had broken. The patient was revised on (B)(6) 2009 with no additional complications reported,

Manufacturer narrative:
The device was returned and the reported malfunction was confirmed. The screw shank was broken approx 1 cm below the shank neck. The origin of the break is unknown at this time and additional testing of the screw is in process. Product labeling indicates that "these devices can break when subjected to the increased loads associated with delayed union or non-union." And, "loads on the device produced by load bearing and the patient's activity level will dictate the longevity of the implant." The root cause of the event is not known at this time, however, in the event that additional relevant information is obtained, a subsequent report will be filed.